Event description:
There was a fire/smoke in a pt's room that was the result of an IV pump cord catching on fire. This is the second incident that has occurred with this same brand/type of cord/IV pump. The last incident occurred in (B)(6) 2014. The pt was evacuated from the room and all of the life safety measures were initiated and completed appropriately.. There was no harm to pt or staff. Fire department responded and checked the walls for hot spots. None were found. The room was inspected for electrical circuit issues. None were found. It is apparent that this is a malfunction of the product design. Braun was notified.